Event description:
It was reported the patient¿s lead was replaced due to three electrodes showing impedances greater than 4,000 ohms. Readings of ¿???¿ were also seen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0l6fk, implanted: (B)(6) 201, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). Analysis of tined lead l/n va0l6fk found no anomaly. The conductors were crushed in three places, but the lead was electrically ok. Normal impedances were measured on all circuits and electrode pair combinations.